Manufacturer narrative:
Lot number - 18f013, 18f051, 18k002, 19b017. Four (4) single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer caps were removed, continuous flow was observed from the distal luers of all four devices. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four (4) large volume folfusors did not flow during infusion. The events involved patients with no patient consequences. No additional information is available.